Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 not detected on bus, which located on m-or-rm19. As per part investigation, it was determined that there was thermal damage observed due to copper strands exposed and black marks. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 17may2019 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "m-or-rm19 - anesthesia - drawer 2.2 (accessible drawer/device not detected on bus)" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported a complaint regarding drawer 2.2 not locking upon sign-out. Investigation revealed a damaged retractor band, a loose rail, and a stuck solenoid. The drawer and solenoid were removed, the solenoid plunger was unstuck, the solenoid replacement screws were replaced, and the retractor band was replaced. After corrective actions, the drawer operated as expected. During dchu visual inspection: p/n: 135438-01: was received with copper strands exposed and black marks. During dchu testing p/n: 135438-01: the testing from dchu was not necessarily due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the reported issue was identified as a faulty "assy, harness, retractor band, hinged, pas" due to thermal damage suffered along the cable, which compromised the proper functionality of the assembly.